Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted and replaced due normal elective replacement indicator.

Manufacturer narrative:
Final analysis found that the product code was corrupted which contributed to the reported backup anomaly. After a software download, it was noted that the device battery had reached normal battery depletion.